Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2020 that the patient had been admitted on (B)(6) 2017 and a CT scan revealed inflammation tracking up the driveline to the vad. The patient was started on antibiotics. No additional information provided.

Manufacturer narrative:
Sections d4, h3; correction.

Event description:
It was reported that the admission lasted from on (B)(6) 2017. A computed tomography (CT) scan on admission showed inflammatory changes seen around the left ventricular assist device (lvad) pocket without drainable collection identified. The patient was initially treated with vancomycin and zosyn. Treatment was then narrowed to cefazolin after a driveline culture came back positive for methicillin-sensitive staphylococcus aureus (mssa). The patient reported purulent drainage. The patient eventually underwent pump exchange for both driveline infection and thrombosis (refer to MFR#: 2916596-2020-00723).

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.